Event description:
A patient has been ventilated with evita 4 and a coax hose system. The patient showed high co2. Also by increase of minute volume the co2 could not be reduced. First it was assumed that the patient had a metabolic dysfunction and the patient was treated accordingly. Then it was recognized that the inspiratory co2 measurement was higher than zero. The ventilator including hose system were exchanged. Thereafter the co2 concentration was brought down quickly. The inspection of the hose system revealed that the inner hose of the coax system was detached.

Manufacturer narrative:
In a coaxial hose system, the inspiratory hose is guided within the expiration hose with larger diameter. This offers advantages in handling and temperature profile of the breathing gas within the hose. The affected hose was made available for investigation, which showed that the inner hose was detached from an inner connector. To exclude this, the inner hose is glued to the connector during production. Further investigation on supplier site showed that bonding existed, but was not sufficient. The inner leakage within the coaxial hose does not result in gas leakage to environment and therefore cannot be detected as a leakage by the ventilator. But it leads to mixing of inspiration and expiration (re-breathing) and corresponding increase of co2 level. The instructions for use for dräger coaxial-hoses include a warning that an etco2 monitoring is required and that also the inner hose must be checked for leakage in case of increased etco2 readings. Samples on stock were checked, especially regarding bonding, without detection of an additional failure of this kind. The reported event is a rare case. Further to reduce likelihood of recurrence the test procedure of the bonding has been extended. Via the required co2-measurement an increase of co2 would be recognized.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow-up report.